Manufacturer narrative:
Na

Event description:
Complainant alleges that patient (age and gender unk) was being cardioverted using multi-function pad, when a popping sound was heard by the staff. The staff replaced the multi-function pad, and the patient was successfully converted. There was no adverse effect on the patient.